Manufacturer narrative:
The company representative observed electrical test failure code 51 (adjusted motor speed out of spec). He replaced the power supply and the motor controller board. The unit was tested to factory specification. It functioned normally and was returned to the customer.

Event description:
The customer reported that while the unit was in use on a pt, the display flashed an external battery message without an external power source. The pot was switched to another unit and therapy was continued. No pt injury was reported.